Event description:
It was reported that during an unknown procedure, the enseal device did not work from the beginning. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the jaws misaligned. Upon inspection under magnification of the jaw it was noted that one of the lower jaw grasping teeth was bent, this resulted in a short and a ¿reposition jaws and reactivate¿ alert screen when the jaws were fully or partially closed. Due to the condition of the device not all functional, testing could be performed. A probable cause of the damage to the jaws teeth could be firing the device over metal staples.